Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functinoal mitral regurgitation (mr) with a grade of 4+. One clip was prepared and advanced into the anatomy. The clip was deployed, reducing mr to <1. It was later found that the patient had a septal injury and pericardial effusion. Ultimately, the patient passed away the same day.

Event description:
It was reported that on (B)(6) 2025, a mitraclip device was selected for implant to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was prepared and advanced into the anatomy. The clip was deployed, reducing mr to <1. After the clip was released, it was found that the patient had septal injury and pericardial effusion. It was noted that the patient had symptoms of low blood pressure. A pericardiocentesis was performed. It was noted that sgc and mitraclip contributed to the pericardial effusion. The patient passed away the same day in critical care unit (ccu). It was noted that the patient did not have pre-existing conditions that caused or contributed to the death of the patient. No additional information provided.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported death/expired, perforation, and pericardial effusion cannot be determined. Death/expired, perforation, and pericardial effusion are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.